Event description:
It is alleged by the pt's rep that "the right t3 femoral stem had fractured."

Manufacturer narrative:
If additional info is received, it will be reported on the supplemental report.